Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. The customer's blood glucose level was 200 mg/dl. The customer primed the tubing to remove the air and insulin delivery was resumed.